Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer's blood glucose was 43 mg/dl. The customer declined troubleshooting assistance, stating that she only required assistance with her sensor.